Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) experienced an electrical disturbance due to a faulty dc plug connection, resulting in unstable current. There was no patient involvement

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N.a.